Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen for an upgrade of current pacing system due to suspected venous stenosis. The rv lead was successfully extracted. After removal of the rv lead, a non medtronic guide wire was inserted through the laser sheath to maintain venous access. At this time it was noted that the guide wire was traversing the circumference of the heart and suspected to be in the pericardial space. A echocardiogram was performed and confirmed mild pericardial effusion. Monitoring of the patient remained normal. Drainage of the pericardial effusion was performed. The right atrial (ra) lead and implantable pulse generator (ipg) were explanted. No device or lead issues noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.